Event description:
An mis surgery on the lumbar spine with fusion of and screw placement in vertebrae l4 and l5 (4 pedicle screws total) was performed with the aid of the onpoint spine system. Patient was positioned prone on the operating room table. Surgeon attached the navigation reference array with imaging phantom to the pelvis. Intraoperative 3d cone beam CT scan was performed using an o-arm. Surgeon verified the automatic registration of the scan to the patient anatomy and judged the accuracy of the registration to be good. Tap, driver, pointer and universal drill guide were calibrated. Surgeon planned incision with pointer. Prepared 2 screw canals in l4 and l5 using the drill guide first on the left side, placed guide wires into each canal, then tapped and placed screws over the guidewires with navigation. Onpoint clinical staff observed and pointed out an instrument calibration error, but instruments were not recalibrated. The planned screw placement was performed on the left side. Surgeon then moved to the right side. Prepared 2 canals on l4 and l5 using the drill guide, placed 2 guide wires into the prepared canals. Placed a navigated tap over the guidewires into the prepared canals. Placed 2 screws using the driver over the guidewires into the prepared canals. Surgeon obtained intraoperative fluoroscopy images and determined that 3 screws in l4 and l5 were not placed as intended. Removed 3 of the 4 screws and replaced them using conventional methods, without the aid of navigation. The 4th screw was judged to be acceptable at this time. The surgery ended with a prolongation of anesthesia of approximately 30 minutes (with no negative clinical effect on the patient due to this prolongation). Surgeon ordered a post operative CT scan. The 4th screw was judged to be inferior from its intended position so the patient was returned to the or to replace the screw. The patient had a neurological deficit after the surgery, with weakness in the right foot. According to the surgeon, the final screw placements were correct as intended. There were no further remedial actions necessary, done, or planned for this patient.

Manufacturer narrative:
Onpoint clinical staff was present during the surgery and witnessed a discrepancy between navigated instruments in use while the surgeon was preparing placement of the pedicle screws. Instruments had been calibrated incorrectly, recalibration was not performed. There is no indication of a systematic error or malfunction of the onpoint surgical system. Onpoint surgical has taken user error into consideration, however there will always be residual risks related to the user that cannot be completely mitigated. There was no negative effect due to the prolonged use of anesthesia by approximately 30 minutes. The patient had a weakness in the right foot, after the surgery. There were no further remedial actions necessary, done, or planned for this patient.